Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the fixation tab intact when the suture was placed in the patient? Was the ¿missing barbs¿ noted during visual inspection or during use on patient? Did the barbs fail to engage in the tissue? Can the surgeon describe the appearance of the barbs during second procedure? What was the degree of flexion of the knee when applying the stratafix suture? Procedure date? Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2020, and a barbed suture was used. During the procedure, the fixation feature was found detached. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. H3 analysis summary: it was received for analysis an empty opened foil, an empty labeled winding former and a dispensed needle/suture of product code sxpp1a405, lot qamcak. During the visual inspection of opened sample, the swage and attachment area were noted to be as expected, marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids and stress at the end of the suture and no loop was noted. The time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Additional information was requested and the following was obtained: was the fixation tab intact when the suture was placed in the patient? Yes. Was the ¿missing barbs¿ noted during visual inspection or during use on patient? During use on patient. Did the barbs fail to engage in the tissue? No. Can the surgeon describe the appearance of the barbs during second procedure? Unk. What was the degree of flexion of the knee when applying the stratafix suture? Unk. Procedure date? Na. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.